Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was undersensing and noise observed on the electrocardiogram prior to the patient receiving an appropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Post shock there is oversensing of noise leading to pacing inhibition between the second and third post-shock pacing impulse apparently due to noise created by artifacts. The patient was hospitalized and technical services (ts) was consulted to review the episodes. Upon review ts noted the noise was due to post-shock trembling. Ts discussed the absence of intrinsic signals after the shock combined with the noise created noise markers which led to the pacing inhibition. Ts further discussed that the s-ICD does not pace into noise scenarios to prevent hitting the vulnerable phase of a qrs and creating an arrhythmia. It was noted that there are no programming options to prevent this in future instances. The s-ICD remains in service and no additional adverse effects were reported.